Event description:
There was a sensor error after the mapping catheter was placed into the patient. The mapping catheter was removed and replaced with no harm to the patient. Manufacturer response for intravascular mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter).